Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that troubleshooting found that the computer for the imaging system was the probable cause of the anomaly.

Event description:
A medtronic representative reported that, when starting up the imaging system, the start up process would intermittently not be completed. No additional information was provided. There was no patient present when this issue was identified.